Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. Customer's blood glucose level ranged between the mid 60's (mg/dl) and the low 70's (mg/dl). Upon follow up, the contact acknowledged that the battery depletion rate was within normal parameters.